Manufacturer narrative:
Initial reporter phone number: (B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in who received an unknown baclofen 2000 mcg/ml at a dose of 549.6 mcg/day via an implantable pump. The indication for use was not provided. It was reported that low and empty reservoir alarms occurred. As reported, the reservoir volume was not previously updated and a p rogramming error occurred. The pump report provided indicated that the pump was last changed on (B)(6) 2017 and now examined on (B)(6) 2017t. The pump report indicated a low reservoir alarm occurred on (B)(6) 2017, an empty reservoir occurred on (B)(6) 2017 and the estimated replacement indicator (eri) alarm occurred on (B)(6) 2017. The pump printout also indicated that 32.9 ml had been dispensed since the update. The low reservoir alarm date was to be (B)(6) 2017. Patient symptoms were not initially reported. It was later reported that the implant date of the pump was not known as the pump was not implanted in the (B)(4). The pump had reached eri when the incident occurred. The pump report provided indicated the pump was last changed on (B)(6) 2017 but it was unknown if the patient¿s pump was refilled that day as the patient recently came to the (B)(6). The last refill date of the pump remained unknown. It was also unknown if the pump¿s reservoir was updated as the patient did not speak english. The pump was refilled ¿at an unknown manner¿. It was now reported that the pump¿s reservoir was found empty, 0 ml, with report of no discrepancy observed. The actual volume aspirated was 0 ml. The patient was stiff and the patient¿s baseline stiffness was unknown. Troubleshooting and diagnostic testing included the pump being refilled. The pump refill resolved the issue along with a scheduled replacement. A replacement surgery date was booked on (B)(6) 2017 due to the eri status. The pump was successfully replaced on (B)(6) 2017. The pump was discarded and would not be returned.